Event description:
During a shift change, the technician did not realize that the syringe was empty and injected the pt with approx. 100 ml of air. Lf's svc rep tested the injector system and found it to be fully operational and meeting all lf specifications. Lf's svc rep diagnosed the source of the event to be due to "operator error."